Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot#19at31z, no pre-existing anomaly was detected on 77 mobile liners manufactured with this lot. This is the first and only complaint received on this lot# out of 49 liners belonging to this lot# already implanted. Explants analysis: explanted components were not available to be returned to limacorporate for investigation. Xrays analysis: we received pre-revision xrays taken on (B)(6) 2020 and pictures of the explants and shared them with the medical expert for clinical investigation. Following, his opinion is reported: "from the pictures there is not much I can comment. At the pre-op x-rays is visible, that obviously several revisions have been done before. The femoral part is fragmented, the cup is fixed with a lot of screws, indicating that fixation has been suboptimal. This is confirmed by the explants that do not show any osseous ingrowth. It such has been "loose" at revision. Multiple dislocations may be explained by the multitude of surgical procedures done. Every revision weakens the muscular structures, leaving the joint more and more unstable and also increasing the risk of infection. A difficult problem. Would be interesting to know how the surgeon finally tried to solve that issue. Girdlestone? In any case the implants are not to be blamed for the failure." Considering the opinion of our medical expert, root cause of implant failure is related to patient condition. As a matter of fact, the patient has received 2 previous surgeries and consequently had weak muscular structures, which could be responsible for low stability of the implant. Furthermore, the involved liner was used in combination with a femoral head not manufactured by limacorporate, although the instruction for use at the time of the surgery reported "the components of delta acetabular system must not be used outside of the allowed combinations or with components belonging to other manufacturer". In conclusion, considering the check of the DHR and the lack of similar complaints on the same lot, and considering the opinion of the medical expert, we can judged this case as due to patient condition. Event not product related. Pms data: according to our pms data, occurrence rate of dislocation/luxation of the dual mobility liner (product code 5566.50.401÷580) is 0.05%. None of these cases was judged as product related. No corrective action was implemented due to this specific issue. Limacorporate will keep the market monitored. The reportability of the event was wrongly judged on the awareness date. Therefore, the event was not reported as initial MDR within 30 days from the awareness date. As soon as the event was found to be reported to FDA, limacorporate reported the event as initial-final MDR. Please, consider the current report as initial-final MDR.

Event description:
Revision surgery of hip arthroplasty due to dislocation/luxation of dual mobility head performed on (B)(6) 2020. Previous surgery was performed on (B)(6) 2020. During revision surgery, surgeon removed lima cup, spacer, dual mobility (liner lima product code 5566.50.401 - lot #19at31z + head not manufactured by limacorporate) and put in a competitor cup with constrained liner. According to the information reported, patient is 69, female, not a "small" patient and not excessively active. Previously she has had bilateral asr mom hip replacement. It was reported that she has had multiple revisions and dislocation. Event occurred in (B)(6).